Event description:
Adverse event(s): "red eyes" (red eye(s); "irritated eyes" (irritation); "dry eyes" (dry eye(s); "itchy eyes" (itching); "eyes hurt" (pain); "blurred vision" (blurred vision); "vision is not as clear as it was before" (vision, impaired); "prescription has changed" (vision, impaired). Product problem(s): "none reported" (no information). A consumer reported she used this product for the first time and experienced red eyes, irritation, pain, blurry vision, dry and itchy eyes. She stated her vision was not as clear as it was before she used the product and she "thinks her prescription may have changed". She reported she went to her doctor and was told her cornea was inflamed and irritated which is causing her blurry vision. She noted the doctor prescribed her an anti-inflammatory ophthalmic suspension four times a day for two weeks and her vision is improving.

Manufacturer narrative:
Eval summary - the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 170348f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 170348f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested via mail on 07/14/2010 and via phone on 08/05/2010. (B)(4)